Manufacturer narrative:
A cta reportedly revealed that there was a type 1c endoleak from the left renal artery which was caused by bad sealing on the distal artery. Images enabling direct assessment of product performance were not returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
The following was reported to gore on april 20, 2024 from a retrospective study: on (B)(6) 2020, this 72 year-old patient underwent endovascular treatment for a pararenal aneurysm. The patient was treated with a cook custom device and seven gore® viabahn® vbx balloon expandable endoprosthesis devices to the celiac trunk, superior mesenteric artery, right renal artery, and the left renal artery. The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. The patient also underwent aorto-biiliac bypass of the right and left legs for intraoperative complications. On (B)(6) 2022, a cta showed an endoleak type 1c in the left renal artery. The patient was hospitalized on (B)(6) 2023, and an endovascular reintervention was conducted in the left renal artery, in which a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) was implanted. The device was patent at the end of the procedure. The patient was discharged from the hospital on (B)(6) 2023. It was stated that the endoleak was caused from insufficient sealing on the distal artery.

Manufacturer narrative:
B3 date of event was updated. B5 describe event or problem was updated. With the information provided to gore, the reported type 1c endoleak could not be independently confirmed during the investigation and the root cause cannot be established.

Event description:
The following was reported to gore on 4/20/24 from a retrospective study: on (B)(6) 2020, this 72 year-old patient underwent endovascular treatment for a pararenal aneurysm. The patient was treated with a cook custom device and seven gore® viabahn® vbx balloon expandable endoprosthesis devices to the celiac trunk, superior mesenteric artery, right renal artery, and left renal artery. The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. The patient also underwent aorto-biiliac bypass of the right and left legs for intraoperative complications. On (B)(6) 2023, the patient was hospitalized and noted to have an endoleak type 1c in the left renal artery from bad sealing on the distal artery. Endovascular reintervention in the left renal artery occurred on (B)(6) 2023 in which a gore® viabahn® vbx balloon expandable endoprosthesis device was placed. Gore® viabahn® vbx balloon expandable endoprosthesis (ni/ni) was implanted in the left renal artery. The device was patent at the end of the procedure. The patient discharged from the hospital on (B)(6) 2023.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met all pre-release specifications. It was stated that the endoleak type 1c in the left renal artery was caused by bad sealing on the distal artery. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events potential clinical and device adverse events possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: endoleak and/or endotension. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.